Event description:
It was reported that via remote transmission, non sustained lead noise and intermittent pseduofusion was observed due to a mismatch between the near and far field channels. Intermittent undersensing of p-wave during af was also observed. Programming changes were made to resolve the issue. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.